Manufacturer narrative:
The complainant returned the impella pump. No product defects were discovered. The patient condition and imaging were not shared for analysis, but the underlying disease and patient condition was the most likely cause of the ventricular wall perforation. The failure mode will be monitored and trended.

Event description:
A (B)(6) old female was admitted and evaluated for her coronary artery disease. The cardiothoracic surgery team turned her down and so the team chose to perform a high risk angioplasty for her multivessel disease. An impella cp was placed for hemodynamic support during the left main coronary and circumflex angioplasty. The right femoral artery was accessed for both the impella and angioplasty procedure. There was difficulty felt by the physician in placement of the impella and an extra "push" was needed for placement. As the angioplasty was begun the patient condition deteriorated. A pericardial effusion was observed. The pericardiocentesis failed and so a window was performed. The patient survived the window and multiple rounds of CPR. Later the condition again deteriorated and her chest was opened at which time clot was removed and the impella catheter was seen to have perforated through the ventricular wall. The patient's perforation was repaired, blood products infused, and impella removed.